Manufacturer narrative:
No parts were replaced. Cause of poor tracer registration attributed to inadequate number of points added to the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection (tumor resection) procedure. It was reported that there was poor tracer registration. It was noted that the surgeon refused to add points. Additional information received stated that adding more points was recommended, but that action was refused. After about 6 tracing attempts, a tracing of around 2.4 was accepted. There was a delay in surgical procedure of 10-20 minutes. There was no reported patient impact correlated with this event.

Manufacturer narrative:
H2: additional information was received. Section a has been updated. H2: it was reported that the system has had a planned maintenance done and was performing as intended aside from a cracked monitor. H2/h3/h6: the archives were analyzed. There was one exam and eight registrations in which none of them mapped the targeted anatomy correctly. One registration showed the tracer mapped to the tumor instead of the nose. It appeared that the slope from the top of the head up the side of the tumor is extremely close to the slope of the nose itself, which could have caused the software to map the registration incorrectly. Although the software did not map correctly, the root cause of the behavior could not be determined. Codes 4112, 104 and 4315 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 1.2.0 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the site was unable to get a passing registration and navigation was aborted. The tumor was an extradural tumor so as soon as the surgeon opened the flap they could see all of the tumor without navigation. The surgeon removed it and shaved down the skull with complete visibility without navigation. It was noted that the neuro coordinator and a manufacturing representative (rep) had to double check the surgeon's request for wanting navigation for this case because the tumor was above the skull.

Event description:
Additional information was received. It was reported that the issue did not cause a surgical delay and that the staff was delayed for other reasons.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.